Manufacturer narrative:
No patient information provided as no patient was involved when the reported issue occurred. A medtronic representative went to the site to test the equipment. Testing revealed that the gantry door was manually adjusted to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported  outside of a procedure that the door was not opening completely. It was stated that the door was not opening after it was collided with a table. No patient was present at the time of the event. Additional information was received indicating that the facility could not manually be opened.